Event description:
The following report was rec'd from the affiliate: during a coronary intervention of a cto lesion, the first 3.0x18mm cypher des was successfully deployed in the distal circumflex. When the physician tried to deploy the second cypher stent, the stent delivery system encountered difficulty as it passed through towards the lesion and at this point in the procedure the cypher's shaft separated into two pieces. A second cypher stent was used with the same results. The shaft separation occurred outside of the pt. The procedure was extended greater than two hours. However, satisfactory results were ultimately achieved, and the target lesion stented.

Manufacturer narrative:
The following add'l info was rec'd for this case: the target lesion was a restenotic and cto lesion at the circumflex that was previously treated with two cypher sirolimus-eluting coronary stents. There are no procedural details for the index procedure other than the fact that the left main was also treated. However, the stents in the left main were reported as being widely patent. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of four products being reported for the same event. Please reference mfg reports #: 9616099-2007-00409, 9616099-2007-00410, and 9616099-2007-00411. Any add'l info will be submitted within 30 days of receipt.